Event description:
Approximately four years and five months post lvad implantation the site reported that the patient called to report a disruption of a previous outer sheath driveline repair. Upon inspection of the driveline, it was noted that the smooth connector area was loose. Service repair was conducted by a heartware engineer. At the time of the repair, a loose driveline connector nut was confirmed and repaired. All other connections were secure. The event resolved without any reported patient injury.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
Hvad® pump hw252, was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that hw252 met all requirements for release. Loose driveline connector events were investigated under an internal investigation, which found the root cause of these types of events to be external shock to the driveline/controller connector followed by twisting and torqueing of the driveline over time. Driveline remains implanted.